Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the issue was not established as no product or logs were returned for analysis.

Manufacturer narrative:
This is one of two related reports. This report is for the pump and another report was submitted to represent the introducer due to bleeding which was from an artery that was nicked while obtaining venous access. The kit is not available for return. H10: related report number added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm. No kinks were identified.